Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: broken shell, underweight. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Event description:
Patient reported left device rupture. Additional event of irregular contours reported. Additionally, healthcare professional reported that the "patient has felt physical pain and the analyzed material indicated presence of bacteria. Patient is taking antibiotics due to the result. Physician said the bacteria presence precedes a possible lymphoma" (no evidence of malignancy found). The device has been explanted. Patient representative reported "this type of device had been withdrawn from the market, which caused more distress and anxiety."

Manufacturer narrative:
The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation:infection (late onset) and rupture additional and/or changed data: fi results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient representative reported "this type of device had been withdrawn from the market, which caused more distress and anxiety."

Event description:
Additionally, healthcare professional reported that the "patient has felt physical pain and the analyzed material indicated presence of bacteria. Patient is taking antibiotics due to the result. Physician said the bacteria presence precedes a possible lymphoma" (no evidence of malignancy found). The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left device rupture. Additional event of irregular contours reported. The device remains implanted.